Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information upgrade of the software solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. This technical alarm is common after a software installation. If technical error remains, this indicates a hardware error. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the software temporary error.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).